Event description:
The customer reported the system displayed a filament error message and shut down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. The system operates as intended.